Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had passed away at home, and the spouse alleged that the device contributed to the patient's death. Follow-up with the clinic revealed that a remote transmission had indicated normal device function just a few weeks prior to patient's death. The cause of death could not be determined through follow-up attempts.